Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent deployment issues and stent fracture occurred. Vascular access was obtained using a contralateral approach. The stenosed and thrombosed target lesion was located in the highly calcified and non-tortuous superficial femoral artery (sfa). A non-bsc guide wire was advanced and the lesion was then pre-dilated with a 6x80mm wanda balloon catheter. This 7x200x130 innova stent was then advanced to the target lesion. During stent deployment, the stent remained stuck in the delivery system. Approximately 3-5cm was deployed in the target lesion while 15cm remained in the delivery system. It was noted to be very difficult to release the sheath to deploy the remaining stent causing considerable pain to the patient. Approximately 1cm of the stent fractured and remained inside the patient. Difficult and painful retrieval of the delivery system was noted. The lesion was re-wired, pre-dilated again, and a different stent used to treat the target lesion. A "scanner" was requested to search the patient for the fractured stent piece. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, and the remainder of the device were checked for damage. There was a buckling at the nosecone. The outer shaft was buckled in two places. The first was approximately 72cm to approximately 78cm from the tip. The second was at 100cm to 103cm from the tip. It was noticed that the stent was partially deployed outside of the device approximately 5mm from the outer shaft and severely damaged. The handle was opened and it was found to have some internal damage. The retainer clip had come loose from the rack and was stuck inside of the nosecone. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review found that the device met its material, assembly and performance specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues and stent fracture occurred. Vascular access was obtained using a contralateral approach. The stenosed and thrombosed target lesion was located in the highly calcified and non-tortuous superficial femoral artery (sfa). A non-bsc guide wire was advanced and the lesion was then pre-dilated with a 6x80mm wanda balloon catheter. This 7x200x130 innova stent was then advanced to the target lesion. During stent deployment, the stent remained stuck in the delivery system. Approximately 3-5cm was deployed in the target lesion while 15cm remained in the delivery system. It was noted to be very difficult to release the sheath to deploy the remaining stent causing considerable pain to the patient. Approximately 1cm of the stent fractured and remained inside the patient. Difficult and painful retrieval of the delivery system was noted. The lesion was re-wired, pre-dilated again, and a different stent used to treat the target lesion. A "scanner" was requested to search the patient for the fractured stent piece. No further patient complications were reported.